Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite® implant 5 x 10mm (fos510) was returned for investigation. Visual inspection of the as returned product identified that implant was damaged at the threads and external drive features. The internal drive features are confirmed to contain the fractured screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured inside of the implant.